Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 23 unopened racepacks. Analysis and results: there is one previous complaint of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the needle attachment of the closed samples received and the results are: 1.71 kgf in average and 0.11 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). One of the samples does not fulfill the minimum, but 1 low value in 15 tested units is accepted, according to the OEM requirments. Nevertheless, taking into account that there is one previous complaint of this code batch that the results did not fulfill the requirements of the OEM it is considered that the complaint is justified. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on product: based on the conclusion derived from investigation, replace this code/batch to the customer or refund will be issued. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: needle detached from the thread (mesh fixation).